Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After all stent grafts were implanted, final angiography suspected a proximal type I endoleak. A non-gore balloon catheter was used for touch-up ballooning to the proximal portion of the trunk-ipsilateral leg endoprosthesis. Ballooning was not performed outside of the trunk-ipsilateral leg endoprosthesis. The physician attempted to implant an aortic extender endoprosthesis to treat the type I endoleak. However, after the aortic extender endoprosthesis was delivered, angiography revealed a dissection at the proximal end of the trunk ipsilateral leg endoprosthesis. The location of the entry tear was not clear, so the physician decided that the aortic extender endoprosthesis would not be implanted and the undeployed aortic extender endoprosthesis was removed. The procedure was concluded. The dissection was diagnosed ¿debakey iiib¿ using a post-operative CT image. The physician decided to monitor the patient with an antihypertensive therapy. The physician stated that the ballooning was performed gently, but the dissection might have occurred due to the ballooning. Reportedly, it seemed there was no issue with a wire operation, an implantation of devices and the ballooning.